Event description:
During service, the device powered on with a fail code 500 on channel a. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.